Manufacturer narrative:
(B)(4). Concomitant medical products: item#00771100910 femoral stem 12/14 lot #61201789. Item#00801803201 femoral head lot #61283355. Associated products: item#00620205022 porous shell lot #60968583. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-02578 stem, 0002648920-2019-00441 head.

Event description:
It was reported patient underwent left total hip arthroplasty. Subsequently it was reported that a patient underwent a revision procedure approximately 6 years post initial surgery due to pain, elevated metal ions, implant in vivo corrosion and necrosis. During revision surgeon noticed significant yellow fluid, a thickened capsule, and a small amount of corrosion of neck. Attempts to obtain additional information were made; however, none were available.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Event description:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.